Manufacturer narrative:
Upon analysis, a complete lead was returned with the helix fully extended and clogged with blood. Electrical testing was performed and did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. The full helix extension length measured within product specification. Analysis could not confirm the noise problem and inappropriate therapy.

Event description:
During follow-up, noise was noted and it was observed that the right ventricular (rv) lead was dislocated. The patient received anti-tachycardia pacing but it is unknown if the patient received inappropriate therapy due to this event. The lead was explanted and replaced. The patient was in stable condition.